Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from healthcare professional (hcp) and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that post-op the patient could not move their legs and was incontinent. They spoke to the patient the day after surgery and they did not indicate any neurological problem. The physician assistant/nurse practitioner performed an exam and asked questions to the patient. The patient was sent to the ER for an MRI and the device was explanted. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the explanted device will not be returned for analysis. The patient weighed (B)(6) pounds at the time of the report. Their issues of incontinence and inability to walk have been resolved. No further complications were reported.